Event description:
Per the clinic, the patient experienced a wound infection at the implant site; however, the issue could not be resolved. The device was explanted on (B)(6) 2014. Reimplantation is planned but had not taken place at the time of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4).